Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was experiencing a loss of therapeutic effect. The patient noted: "I have peed in my pants 3 times and everytime I run the water in the sink, I have to go and I am so mad about this and I want this device out unless maybe its something I did". This return of symptoms had been happening for about 6 months. The patient was on program 4 at 3.3v and wanted to change programs. Patient services recommended consulting with hcp (healthcare provider) to see which program to switch to but the patient stated she wants to move to program 2. The patient moved to program 2 at 0.0v and discovered that stimulation was off, which could account for her return of symptoms. The patient then turned stimulation on and moved up to 0.8v. The patient noted she could feel stimulation and was going to try this setting to see if it helped symptoms.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0c5ke, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient received training on the patient programmer but it was ineffective because the patient was still under the effects of anesthesia. The programmer training received was minimal or ineffective. It was reported that the patient had the trial and it worked well then the device was implanted. When the device was put in 50% of the patient¿s symptoms were relieved and in (B)(6) 2013 their symptoms were returning. It was noted that the patient was on program 3 at 1.8v. The patient had been peeing in their pants and wearing pads for months. It was reported that the patient changed programs from program 4 at 2.4v and would monitor their symptoms. Additional information received 4 days later reported that the patient was on program 3 and was helped to move to program 4 and it was stimulating the heck out of them. It was reported that 2.0v was really sharp from the other program. The patient peed in their pants 3 times yesterday and had to change them, was embarrassed, and looked at water and peed and could not stop it. It was noted that program 3 was better than program 4 and that the patient¿s health care provider (hcp) put them on program 3 and said goodbye. It was reported that the manufacturer representative who was a hcp helped the patient. The patient did not want to pay to see their hcp for that stupid thing that didn¿t work and the patient was disappointed because they were going back to looking at water and peeing. It was reported that the patient could not get to the bathroom in time. It was noted that the trial worked initially, then it did not work well, then started to work, and then it stopped working. It was noted that the patient changed back to program 3 at 2.0v which was a little high and ended up dropping it to 1.5v.

Manufacturer narrative:
(B)(4).

Event description:
It was reported approximately two months ago the patient had a fall and noticed a return of symptoms. The patient fell down and it took her a long time to get up. She had tripped but never thought to tell her doctor because she did not get hurt. The patient noticed a return of symptoms two months ago which started gradually and was now worse than before. The patient¿s urgency was uncontrollable. It was verified stimulation was on and the patient was on program 3 at 1.6. The patient was feeling stimulation when she lied down. The patient increased to 1.7 and was feeling stimulation strong and comfortably and was going to leave it on that setting and track her symptoms. Additional information received two weeks later reported the patient talked with a manufacturer representative and got help but she needed further assistance. It was noted she had not sought further help.